Event description:
It was reported via repair work order that the bed had no power due to power supply board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the bed had no power due to power supply board malfunction. Customer performed evaluation.

Event description:
It was reported via repair work order that the bed had no power due to power supply board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.